Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the aware date.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.